Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis found the device shut down during incoming functional test; the main printed circuit board was found corroded. Analysis also found the screw-thread in one screw boss of the display frame was worn.

Event description:
It was reported the epg (external pulse generator) does not keep the charge. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.